Event description:
It was reported that the bd nano¿ ultra fine¿ pen needle clogged during the insulin injection. The following information was provided by the initial reporter: "needle clog during injection. Sometimes during priming, the insulin flows sideways from the needle tip instead of flowing straight through. Consumer does not re-use."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the bd nano¿ ultra fine¿ pen needle clogged during the insulin injection. The following information was provided by the initial reporter: "needle clog during injection. Sometimes during priming, the insulin flows sideways from the needle tip instead of flowing straight through. Consumer does not re-use."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter e-mail: unknown a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.